Event description:
The patient presented with discomfort and an echo revealed severe mitral valve regurgitation. The valve was explanted and another manufacturer's device was implanted. At explant, the physician reported one of the leaflets appeared to be detached from the stent. The patient is reported to be doing fine.